Event description:
This catheter is said to have been inserted in 2004. It was removed about 8 months later. At that time, the attending radiologist noticed that the tip was almost completely severed from the catheter body.